Manufacturer narrative:
Sections b6 and b7 were updated. Calibration and qc were acceptable. The sample was requested for investigation, but is no longer available. As the sample was no longer available, the cause of the event could not be determined. The elecsys rubella igg assay performs within specification. Single false reactive results may occur in elecsys rubella igg; the specificity is less than 100%. The investigation did not identify a product problem.

Event description:
The initial reporter questioned positive results for 1 patient sample tested for elecsys rubella igg (rubella igg) on two cobas e 411 analyzers (disk system) compared to competitor methods. The sample was tested 4 times on the e411 analyzer 1 with results between 18 iu/ml and 20 iu/ml (positive). The sample was sent to 2 different external laboratories using the vidas system, and the results were 3 (negative) and 4 (negative). The unit of measure was not provided. The sample was tested by the abbott alinity method, and the result was 2 (negative). The unit of measure was not provided. The customer repeated the sample on e411 analyzer 2, and the result was "positive." The specific result was not provided.

Manufacturer narrative:
The e411 analyzer serial numbers were not provided.